Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a generator change. During the procedure, the physician noticed the right atrial lead exhibited high capture thresholds. The physician capped and replaced the lead on (B)(6) 2020 during the same procedure. The patient was stable before, during and after the procedure.